Event description:
The customer reported the carescape telemetry server unexpectedly failed, and four patients were unable to be monitored for four hours. Alternate monitoring was not available. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.